Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert occurred. Data was evaluated and the allegation was not confirmed. However, a transmitter failed error for transmitter ID (B)(4) was confirmed. The probable cause could not be determined. The reported issue of replace sensor now is reportable based on the finding of a failed transmitter error.